Manufacturer narrative:
The insulin pump was received with a constant alarm due to a software error. Failure analysis was unable to perform the displacement test, prime test and excessive no delivery test due to the alarms. The unit was received with minor scratches on the lcd window. The device was also received with cracked: case at display window corners, reservoir tube window, case at reservoir tube window corners and battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 300 mg/dl. Upon troubleshooting, the caller was advised that the alarm was caused by connection issues. Nothing further reported.